Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, different issues were identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was leaking. Reportedly, the customer attempted to change the cartridge multiple times and the issue would still persist. The customer reported that the amount of insulin leaking has increased. Tandem technical support verified that the customer was not overfilling the cartridge. The customer is legally blind and was unable to verify any cracks on the cartridge or the pump. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.